Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during navigation, the software populated an error 64: low performance message. The system quickly went back to the navigation screen without requiring a reboot. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Troubleshooting information was provided. The rep stated there were not a lot of tool cards added. Additional information was received, it was reported that original cause was determined to be unknown but it was suspected that it may have been a computer glitch and the software corrected itself after the message populated since it never displayed again after.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.0.1 h3, h6: software data was received for analysis. The software went under analysis for two separate issues. One for the error 64 issue, and one for the low-performance issue. Error-64 issue: the reported behavior was not able to reproduce in-house. The logs recorded 4 sessions on the date of the issue, but logs did not captured any corefiles, segfaults, page blocks, buffer I/o errors, or other abnormalities related to the error 64 issue. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Low-performance issue: the reported behavior was not able to reproduce in-house. The logs recorded 4 sessions on the date of the issue, logs captured a "posted low performance warning to user" and multiple "cleared user-facing low performance warning" warnings on the date of the issue. B01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.